Manufacturer narrative:
This product is not available for analysis as it is still implanted in pt. Add'l info will be provided within 30 days of receipt.

Event description:
In 2009, the pt complained of chest pain during the hospitalization. Coronary angiography was conducted and thrombus was observed from the proximal edge to the inside of the cypher at aha6. To treat the thrombus, aspiration and plain old balloon angioplasty were conducted. Intra-aortic balloon pump (iabp) treatment was conducted. The physician stated that possible cause of the thrombotic event was that the pt might have been resistant to the clopidogrel sulfate and the stent was under-dilated due to the highly calcified lesion. The following month, lesion aha6 was elective treated. Pre-dilation was conducted with a balloon (bp22, 2.5/10mm) at 20 atm for 30 sec. Then cypher (3.0/13mm) was implanted at 16 atm for 30 sec at aha6. Post-dilation was conducted with a balloon (3.0/10mm) at 20 atm for 30 sec. Ivus was conducted. The residual % of stenosis was 25%. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured. There was no thrombus present pre or post procedure. The % of stenosis prior to stent implantation was not reported. The pt's admitting diagnosis was uap. The pt was not admitted with an acute mi. The cypher was implanted electively. Thrombolytics were no given. There were not pre-existing clots during the initial procedure. There was no indication of vessel dissection. There was disease distal to the stent that was not treated. Device were not used. There was no loading doses given. The pt does not have a history of any blood clotting disorders. The target lesion was aha6. The lesion was de-novo, eccentric and calcified. Aha/acc classification of the vessel was type b2. The vessel length was 8mm and the vessel diameter was 3.0mm.